Event description:
It was reported that on (B)(6) 2022, a mitraclip nt was implanted successfully, reducing mr from grade 4 to grade 1. At the patient's one year follow-up appointment on (B)(6) 2023, a small perforation was observed on the anterior leaflet near the tip of the clip arm and mr had become recurrent grade mild. The clip remained stable on the leaflets. There were no reported device issues or malfunctions. No further intervention was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The recurrent mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no further intervention performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.